Event description:
Telemetry alarm alerted nursing staff to a problem with this pt. The pt was found to be bradycardic and cyanotic. Ventilator was not alarming. Ventilator tubing was found to be disconnected. Investigation did not reveal at what point the tubing became disconnected - prior to code 9 or during code 9. If tubing was connected, physician noted mucous plug may have been cause of deterioration in condition. For the pt to be cyanotic with heart rate of 30-40, the ventilator should have alarmed. The pt responded to the code 9 - bagging and atropine. Physician noted that the hypoxia and arrhythmias may have been secondary to a mucous plug or ventilator malfunction. The pt was back to pre-event status.